Manufacturer narrative:
Analysis was normal. No anomalies were found. Damages found were consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, physician had trouble removing the stylet from the left ventricular lead. The stylet could be removed with large force; however, the lead was damaged as a result. The lead was removed and replaced. The patient "was asymptomatic during the case and stable in the recovery room".